Event description:
A report was received that the patient experienced difficulty charging. During a lead revision surgery, the physician decided to replace the patient's ipg. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Explanted devices were sent for lab testing and not available for return. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.